Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading 46 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 116mg/dl. It was mentioned that there were 2 instances where of jagged sensor traces due to possible pressure. Troubleshooting was performed. The product will not be returned for analysis.